Event description:
.

Manufacturer narrative:
Complaint narrative: blender was found to be inaccurate according to the oxygen concentration the knob was pointing to. Root cause: the tab that sets the location on the knob was broken. Reason: the concentration knob was being turned 360 degrees, beyond its intended use, causing the failure of the tab. Corrective action: instruct the operator on the proper use, referencing the user's manual and replace the knobs on the affected devices. (Knobs have been replaced for the hospital). Complaint: blender was delivering 100% oxygen when set at 21%. Root cause: knob had been forced beyond the stop causing the tab on the knob to break off. Corrective action: change the manual to add warnings not to rotate concentration knob 360 degrees, and to change concentration knob to reinforce the tab. Conclusion: to date precision medical has sold 9598 blenders with two complaints of this type. These two complaints appear to be similar in nature, with a failure to use the device properly that causes the damage. Page 4 of the user manual states that the dial should not be rotated 360 degrees.